Event description:
It was reported that a pediatric ilet user experienced recurrent low glucose with rebound high glucose due to overtreatment of hypoglycemia, with documented values ranging from 46 mg/dl to 356 mg/dl and subsequent stabilization after using a small measured carbohydrate dose. The event involved improper or incorrect procedure or method and did not involve a specific device component. Symptoms included hypoglycemia with numbness, shaking/tremors and confusion/disorientation, followed by hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.